Event description:
It was reported to medtronic neurosurgery that during pre-operative testing, the doctor attempted to program the valve but was unable to change the valve setting.

Manufacturer narrative:
The valve was patent. However it did not meet the specifications for siphon, reflux or leak testing due to a small tear on the bottom of the delta chamber. It is unknown how or when this damage occurred. The damage precluded pressure-flow testing at -50cm hp. However, the valve met specifications for pressure-flow testing at 0 cm hp as well as pre-implantation testing. All performance levels could be set with a single attempt. Therefore the conditions of this complaint could not be verified by laboratory personnel. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.